Event description:
The user facility reported on a (B)(6) year old male patient with an impella cp. During impella cp setup, a placement signal not reliable (psnr) alarm appeared as soon as device white cable connected. Waveforms then looked very abnormal and the nurse attempted to trouble shoot via re-starting case start and setup process. Waveforms became increasingly erratic; alarm resolved very briefly before psnr alarm persisted. Physician was made aware and a decision was made to connect new impella cp catheter as pump had not even entered the body with the fault. Case completed with no issue on second device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.